Event description:
It was reported that the proximal filter was removed from the patient in an open state. A sentinel cerebral protection system (cps) was selected for use in a transcatheter aortic valve replacement (tavr) procedure. Tortuosity was noted in the right subclavian artery and the aorta contained a bovine arch. The sentinel cps was advanced over a .014 non-boston scientific (bsc) guidewire. The physician encountered difficulty positioning the proximal filter of the sentinel cps; however the proximal filter of the sentinel cps was able to be deployed. When attempting to retrieve the proximal filter to reposition the sentinel cps, the resistance with the proximal filter slider of the sentinel cps was noted. The sentinel cps was removed from the patient with the proximal filter in an open state. A kink was noted on the catheter shaft of the sentinel cps. A new sentinel cps was was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that the proximal filter was removed from the patient in an open state. A sentinel cerebral protection system (cps) was selected for use in a transcatheter aortic valve replacement (tavr) procedure. Tortuosity was noted in the right subclavian artery and the aorta contained a bovine arch. The sentinel cps was advanced over a .014 non-boston scientific (bsc) guidewire. The physician encountered difficulty positioning the proximal filter of the sentinel cps; however the proximal filter of the sentinel cps was able to be deployed. When attempting to retrieve the proximal filter to reposition the sentinel cps, the resistance with the proximal filter slider of the sentinel cps was noted. The sentinel cps was removed from the patient with the proximal filter in an open state. A kink was noted on the catheter shaft of the sentinel cps. A new sentinel cps was was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the sentinel cps was returned to boston scientific (bsc) and was analyzed by a bsc quality engineer. Visual analysis revealed a sheathed proximal filter, unsheathed distal filter, kinked articulating distal sheath, kinked distal filter slider (#3), damaged front handle, cannula bend between the front handle lock and articulation knob (#2), and kinked proximal sheath. A functional test was performed and found that the proximal filter could not be unsheathed using the proximal filter slider (#1) due to damage to the front handle. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email, MFR contact address 1, MFR contact city, MFR contact zip/postal code - updated.